Manufacturer narrative:
The immucor laboratory tested retention product on 27jul2017 which performed as expected. Immucor technical support used a remote electronic connection method to assess the instrument test wells in question on (B)(6)2017, which appeared as visually positive.

Event description:
On (B)(6)2017, a canadian customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument.